Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection showed deformation present in the scallop area of the returned liner. This damage likely occurred during the procedure. Evaluation was unable to confirm the complaint.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on (B)(6) 2015 due to a femoral fracture caused by osteoporosis. During the procedure, the liner would not lock into the cup and after several attempts, the acetabulum fractured. The bone had to be reconstructed, resulting in a delay between 1 and 2 hours. The procedure was completed using a zimmer cup and stem.